Event description:
Customer reports of experiencing sensor glucose versus blood glucose issues. Customer states sensor was reading 40 and going into threshold suspend when blood glucose was actually 250 mg/dl to 300 mg/dl. Customer states she removed sensor and end may have been bent. Customer was advised to call helpline should issue reoccur.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.